Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt short port ruptured on the vasoview hemopro. It was noted that this was one of the new btt ports. The case was completed using an accessory pack containing another btt port nothing fell into the patient and the hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).